Event description:
It was reported the stimulation kept ¿going in and out¿ and each time stimulation came back on she got a jolt in her right toe. It was clarified the patient was experiencing cycling. It was stated the patient lost therapeutic benefit if stimulation was lowered. The patient felt stimulation in her toes on program 3, 2, and 4. The patient was redirected to her healthcare provider.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0aabs, implanted: (B)(6) 2013, product type: lead. (B)(4).